Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text: device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven and a half (7.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan showed the graft fabric has been 2cm below the renal artery since the initial post op CT. The aortic length was originally approximately 150-160mm long, but over the past 7 years, it has elongated to 180mm. The fabric line is still sitting at 2cm below the renal artery and only offering approximately 5-8mm of seal; however, that is how it has been since the index procedure in late 2016. The length of overlap is now short, approximately 4cm since the aorta has lengthened and pushed anterior. In all the images reviewed, including pre-implant 2016 non-contrast CT, there is a bright white area in the sac which was thought to be contrast but since it is also in the non-contrast images, it is unknown if this is contrast. There is however contrast outside the main body metal at the distal aorta near the native aortic and graft bifurcation. This is often a normal appearance of an afx graft since the fabric billows off the metal, however, this was not observed on (B)(6) 2017 (14 month post-op CT). It could not be determined if this is normal billowing or if the fabric became compromised at this location over the last 7.5 years. The sac measured in the upper 7cm range in each scan but it does appear to be slightly larger on the most recent scan by a 2 or 3mm. The patient is doing fine and currently being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the billowing is unconfirmed. The aneurysm enlargement of 5.5 mm and additional endovascular procedure (diagnostic angiogram (B)(6) 2024) are confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was reported as stable with same day discharge home post angiogram. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H10/h11: addtl mfg narrative has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the billowing and sac growth are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.